Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that upon removal of sensor on date of report due to sensor failure, she noticed the end of the sensor wire looked blunt and different than normal. No portion of the wire was visible at patient's insertion site. Patient experienced no discomfort and required no medical intervention.at the time of her call to technical support, patient's mother reported patient being in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.